Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during the initial drain phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. Troubleshooting was unable to determine the cause of the alarm. The technical service representative reviewed proper procedures with the care giver (cg) and assisted the cg in clearing the alarm. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.